Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7071645. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information confirms that the spinal cord stimulation (scs) system was explanted during an elective replacement procedure. The patient elected to proceed with explantation due to resolution of chronic pain and a desire to obtain MRI compatibility. Postoperative recovery has been excellent, with the patient reporting no complications. Per facility policy, the explanted device was retained and will not be returned. As there are no reportable allegations related to device performance and no serious injury occurred, this complaint has been reclassified as non-reportable in accordance with applicable criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7071645. UDI: (B)(4).